Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the down arrow button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found on any button contacts. (B)(6).